Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H2: h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the rf12000, q2 controller s/n:ffh0664 the warranty seal is not broken and in its original condition. The manufacturing date of the controller is rev.q ¿ 2019-12-04. No visible manufacturing abnormalities were found; during functional evaluation the unit was powered-on and immediately a hardware failure f4 came up with a acoustical sound and the red attention led; the failure could not be reset; the complaint was confirmed and the root cause is associated with design. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action was previously initiated to mitigate future recurrence of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fa quantum 2 controller had no energy output. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.